Event description:
1. Two no. 4 forgarty catheter balloon came loose from tip end of catheters and remained in patients rt. Removal.2. Patinet remained stable, currently doing fine with no serious injury, no additional medical treatment was necessary during or after the procedure. We expect the patient to fully recover with no immediate medical or surgical intervention.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, other, invalid data. Results of evaluation: balloon. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: no. Corrective actions: device returned to manufacturer/dealer/distributor, use of all similar devices stopped temporarily. The device was not destroyed/disposed of.